Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the helix of the attempted right ventricular (rv) lead jammed up during implant. The lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.